Manufacturer narrative:
At this time the device has not been returned for failure analysis / laboratory testing. Given the circumstances of the reported event (s) and the known mechanism of action of the device, a causal associated with the device is possible.

Event description:
This was a spontaneous report from a (B)(6) female consumer reporting on herself. The consumer reported applying one precise pain relieving heat patch (no active ingredient) daily for a back ache (exact date unspecified), for three days. On (B)(6) 2010, during removal of the patch, her back was burning red. "A few hours later," the consumer stated her back "started to bubble." On the same day, product use was discontinued. On an unspecified date, she visited a physician who stated she had a second degree burn. As treatment, the consumer prescribed a sav (non-company drug). After three days of treatment, she discontinued use of the prescription. As of (B)(6) 2010, the outcomes of the events were resolving. This case is serious (medically significant).